Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and failed to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned with helix found retracted and clogged with blood. Visual and x-ray inspections of the lead found no anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. The reported event of failure to capture was not confirmed. Electrical testing was normal.